Event description:
It was reported that the patient presented with an inflatable penile prosthesis (ipp) that was not functioning properly. At a later date, the patient underwent surgical intervention to remove the ipp, and the physician confirmed a crack in the left cylinder connecting tube. The cylinder and pump were explanted and replaced with new components. There were no patient complications reported.

Manufacturer narrative:
Upon receipt of the inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned components underwent a thorough analysis. Visual examination of the cylinders identified wear at the folds on the medial portion of the cylinder body. Both cylinders passed leak testing. The momentary squeeze (ms) pump was functionally tested and did not pass the deflation and activation test. A leak was found at the kink resistant tubing (krt) cylinder junction due to fatigue. Based on the information available and analysis results, the conclusion code of cause traced to component failure was chosen.

Event description:
It was reported that the patient presented with an inflatable penile prosthesis (ipp) that was not functioning properly. At a later date, the patient underwent surgical intervention to remove the ipp, and the physician confirmed a crack in the left cylinder connecting tube. The cylinder and pump were explanted and replaced with new components. There were no patient complications reported.

Manufacturer narrative:
Upon receipt of the inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned components underwent a thorough analysis. Visual examination of the cylinders identified wear at the folds on the medial portion of the cylinder body. Both cylinders passed leak testing. Based on the information available and analysis results, the abnormalities found could not confirm there was a product quality issue that could have caused or contributed to the reported event; therefore, the conclusion code of cause not established was chosen.

Event description:
It was reported that the patient presented with an inflatable penile prosthesis (ipp) that was not functioning properly. At a later date, the patient underwent surgical intervention to remove the ipp, and the physician confirmed a crack in the left cylinder connecting tube. The cylinder and pump were explanted and replaced with new components. There were no patient complications reported.